Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Based on the information submitted, following an evar, a 14f manta was deployed for closure. Arteriotomy was 7mm, deployment depth measurement 5 +1. A steep stick was noted to the left common femoral artery. Following the index procedure, the super stiff wire was exchanged for a regular j wire. After removing the 12f procedural sheath the physician attempted to insert the manta sheath. Due to the steep stick and not enough wire body to accommodate the steep angle, the wire began to prolapse into the sub q space. The manta sheath was exchanged for a 6f sheath, and a glide catheter was advanced over the wire and up through the graft. The j wire was exchanged for a super stiff wire, the glide catheter and 6f sheath were removed. The 12f procedural sheath was reinserted. A hematoma approximately the size of a tangerine developed. The physician asked if he should continue with manta and the proctor advised not to use; however, the physician elected to proceed with the manta closure. The proctor reiterated not to continue with manta, the physician acknowledged and mentioned since he will need to cut down anyway, why not try and see if it closes. The procedural sheath was exchanged for the manta sheath over the super stiff wire without complication. Due to the hematoma, the physician added +2 to the deployment depth measurement of 5 + 1. The deployment steps were completed; however, bleeding was still present. The physician performed a cut down as earlier indication which controlled the bleed and stabilized the patient. The right side was then closed with a 18f manta without complication. Due to a steep stick and the presence of a hematoma, these complications are not recommended for the use of the manta closure device. As indicated the proctor advised the physician not to use manta, however, against the suggestion, the physician choose to continue. The IFU was reviewed and confirmed to list precaution: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Step 2: exchange and position sheath: note: if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician operator on this case. This was an evar. Patient had a 16fr. Sheath in the right cfa and a 12fr. Sheath in the left cfa. Physician had a steep stick on the left cfa and normal modified seldinger technique on the right. Putting in the grafts and inserting and removing of the procedural sheaths were fine. Physician exchanged the 180cm wire for a regular j wire 180cm. Physician then removed the 12fr procedural sheath and tried inserting the manta sheath. The manta sheath wouldn't track over the wire due to the steep stick and not have enough wire body to accommodate the steep angle. The wire was then prolapsing into the sub q space. Physician then removed the manta sheath and inserted a 6fr sheath back into the left cfa. Physician then inserted a catheter over the wire and advanced it up through the aortic graft. Physician exchanged the normal j-wire for a super stiff guidewire. Physician removed the catheter and 6fr. Sheath and inserted the 12fr procedural sheath back in. The patient had developed a hematoma roughly around the size of a tangerine per the physician. Physician asked if we should proceed using the manta on this groin. I stated, no we should not proceed with manta. After discussion of the possible outcomes with the physician, physician elects to proceed with trying to close using manta. Again, I address that we should not proceed. Physician then acknowledges and says if we have to cut down anyway, then why not try and see if it closes. Physician then removes the procedural sheath and inserts manta sheath over the super stiff guidewire. Manta sheath went in smoothly this time over the super stiff guidewire. Due to the size of the hematoma, added 2cm to the overall depth deployment. Physician then inserts the manta device. All prep and procedural steps were done with perfect technique. Upon completing the steps for closure, the patient was still bleeding. Physician then elects to cut down on the groin to control the bleeding. At the end, the patient was stable and fine before leaving the room. Physician states, "it looked like the anchor had pulled through and had a micro tear cephalad that he had to sew up." I then asked if it could've been the j-wire that created the tear when prolapsed in the sub-q space? He said it's hard to tell if it was that point or the anchor pulling through. Physician closed the right side with manta, and it sealed just fine. No angiograms were taken. Bi-lateral pedal dopplers were obtained after the case and patient had perfusion to the feet. (18fr manta was deployed on the right groin with no issues at all).